Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/05/2014 with the following findings: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to be fully tightened until the o-ring was seated and the cap was flush with the pump case. Unrelated to the initial complaint, the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.